Manufacturer narrative:
The device has been returned; however, the investigation is not yet complete. When the investigation is complete, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure or to determine its root cause. Lot release records were reviewed, and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming that the device deployed the cannula correctly. Locked down smartphone: data not available. Omnipod software app version: data not available. Smartphone operating system: data not available. Smartphone hardware: data not available. Cgm sensor type: data not available. Please note, the device identifiers are captured as reported by the complainant and may, not align with the device configuration reported in this section as this data is pulled from, our cloud based on the reported date of event.

Event description:
It was reported that the needle deployed late when the pod was activated; this indicates a needle mechanism failure. Pod was not worn. No treatment and no impact to the patient's glucose level was reported.

Manufacturer narrative:
The device was received fully deployed with data indicating the pod was deactivated after the completion of second prime. No damages or defects were observed to the needle mechanism which was reset and redeployed as intended. Despite no damages being observed, it could not be determined when the needle deployed. The cause of the event could not be determined.